Event description:
Related manufacturer reference number 1627487-2023-04958. It was reported that patient experienced ineffective therapy. Imaging showed that both leads had migrated. Surgical intervention was undertaken wherein one lead was explanted and the other lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
"The event of lead migration was reported to abbott. The patient experienced ineffective therapy. Imaging showed that both leads had migrated. Surgical intervention was undertaken wherein one lead was explanted and the other lead was repositioned to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."